Event description:
It was reported that the patient discontinued use of the ilet and requested a return after experiencing hypoglycemia and incidents described as bent cannulas, stating the system was unsuitable for their needs. Symptoms included hypoglycemia. Outcomes included no hospitalization, no emergency treatment, and no reported long-term impairment. Investigation included complaint intake review and coordination with the field team and healthcare provider for return authorization and credit processing. Investigation of this case revealed an unclear clinical cause of hypoglycemia and a user-reported infusion set issue; no device performance malfunction or alarm behavior was reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.